Event description:
It was reported that the patient presented for a routine pulse generator check. Upon interrogation, the programmer displayed various battery longevity estimates; premature battery depletion was suspected. As the patient was pacer dependent; the device was explanted and replaced. The patient was stable prior, during and post procedure.